Event description:
It was reported that an ilet user experienced hypoglycemia with a documented blood glucose of 40 mg/dl, followed by rising values and subsequent fluctuations described as a roller coaster, with corroborated patterns of postprandial drops for several hours consistent with insulin sensitivity while using a steel infusion set. Symptoms included hypoglycemia. Outcomes included self-management per 15-grams-in-15-minutes guidance, follow-up monitoring, and education on algorithm use, calibration considerations, and target adjustments, with no hospitalization. Investigation included review of device data and user-reported history, troubleshooting, and educational intervention, including referral for additional training and feedback documentation. Investigation of this case revealed recurrent postprandial hypoglycemia consistent with insulin sensitivity and timing effects, without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.